Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that two years out from a stage 2 revision hip surgery using mdm tritanium cup and restoration modular stem with 28mm lfit head. Patient presented to or with a dislocated hip while going up some stairs. During the operation the poly mdm liner was found located in the cup and was very difficult to extract. A new 28mm biolox head was pressed into a new mdm poly insert.

Manufacturer narrative:
An event regarding dislocation involving an adm liner and a metal head ((B)(4)) was reported. The event was confirmed. A functional inspection was not performed as the event could not be replicated. The material analysis report concluded that the rim of the adm insert showed indications of impingement. No material or manufacturing defects were observed on the surfaces examined. A review of the provided information by a clinical consultant confirmed the event but could not determine a root cause. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact cause of the event could not be determined because further information is needed.

Event description:
It was reported that two years out from a stage 2 revision hip surgery using mdm tritanium cup and restoration modular stem with 28mm lfit head. Patient presented to or with a dislocated hip while going up some stairs. During the operation the poly mdm liner was found located in the cup and was very difficult to extract. A new 28mm biolox head was pressed into a new mdm poly insert.